Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys vitamin d assay result on a cobas e 801 analytical unit. The initial result was not reported outside of the laboratory. The reporter reran the sample because she suspected that there might have been a prozone effect. The specimen was manually diluted and reran on the same analyzer. The initial result was flagged as "<test". The result of the manually diluted sample was >200 ng/ml. The specimen was also sent out to another laboratory that uses mass spectrophotometry as its laboratory method. The result was reported to be very low. The initial result was deemed correct. The reagent lot number and expiration date were asked but not provided.

Manufacturer narrative:
No sample is available for investigation. As the customer was unable to provide further information, a definite root cause analysis was not possible. If a product, material or information is submitted in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.